Manufacturer narrative:
Product ID 3708360, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2015 (B)(6); product type extension product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported, the patient had their system replaced because, their lead had snapped.

Event description:
It was reported that the patient was recharging more frequently than they used to and the issue had been present since close to the date of implant. The patient had a previous rechargeable battery and they noted that they were good at using their recharging equipment. They made sure they had all 8 coupling bars when charging. The patient initially thought the issue was due to residual swelling. They also noted they had issues with their therapy which included the charging issue and it was determined the leads had snapped. They had a new system implanted to correct the issue. The cause of the lead snap was unknown however it was found that the distal end was where the break had occurred. Lastly, the patient noted that the antenna and spacer were damaged. After the replacement the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: 3587a, lot# lb1108, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).